Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the 2.5 mm drill bit broke intraoperatively.